Event description:
It was reported via the stryker facebook page, "(B)(6), (B)(6) 2025. A great trusted surgeon. Im now 7.5 wks out & this has so far been pure "profanity". Rom is 130° and extention 0° yet the pain is so severe. Many nights without sleep. Happy for those whom are doing so well with an early recovery. I don't see an end to this pain. No more elective surgeries for this girl."